Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right atrial lead exhibited low impedance. On (B)(6) 2019, the lead was capped and replaced. It was noted that the suture sleeve was applied too tightly. Patient was stable.

Manufacturer narrative:
Correction: (B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right atrial lead exhibited low impedance. On (B)(6) 2019, the lead was capped and replaced. It was noted that the suture sleeve was applied too tightly and an insulation anomaly was noted. Patient was stable.